Event description:
It was reported during implant. Device interrogation revealed failure to sense on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.